Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The device was soaked in a waterbath and liquid was observed to be leaking from a balloon pinhole 3mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades or markerbands. A visual and tactile examination found that the hypotube was kinked at multiple locations along its length. The poly extrusion shaft also had multiple kinks. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal left anterior descending artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, intravenous ultrasound (ivus) was done to confirm calcification and ablation was performed using rotaburr 1.5mm and 1.75mm. Pre-dilatation was then attempted with the flextome balloon catheter; however, during the first inflation, it was noted that the balloon ruptured at 6 atmospheres for 2 seconds. Ivus was performed again and it was observed that the lumen was protruded by the calcification. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal left anterior descending artery. A 10/3.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, intravenous ultrasound (ivus) was done to confirm calcification and ablation was performed using rotaburr 1.5mm and 1.75mm. Pre-dilatation was then attempted with the flextome balloon catheter; however, during the first inflation, it was noted that the balloon ruptured at 6 atmospheres for 2 seconds. Ivus was performed again and it was observed that the lumen was protruded by the calcification. The procedure was completed with a different device. No patient complications were reported.